Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 273 mg/dl at time of incident and current blood glucose level was 429 mg/dl. Customer states that the insulin pump received critical block and inverse critical block did not add to zero and motor arm cannot communicate with the main arm. The product will not be returned for analysis.